Event description:
A voluntary medwatch form filed by the hospital, reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. A third heartstring seal cracked while being deployed into the aorta. There was no other information available. Patient status was unk. We have not been able to obtain any additional information from customer. This will be filed as serious injury due to patient status was unk. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.